Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on 2016-2017 with blood glucose level was 400 mg/dl at time of incident. The customer was assisted with troubleshooting. Customer was treated with antibiotics and had to have infection removed from body. Customer was hospitalized next time on 2018 with the blood glucose of 200 mg/dl to 250 mg/dl. Treated by surgery on leg to remove infection. Customer was treated with the antibiotics in the hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea but now the customer was okay. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will not be returned for analysis.